Event description:
The pt experienced a loss of pain coverage. A contrast study was done (date not reported) and it was noted that the catheter had dislodged. The catheter had dropped down to the t12-l1 level and was in vertebral recess. The catheter was replaced. The pt recovered without sequela. The device system was used to deliver sufentanil.

Manufacturer narrative:
Catheter.